Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a distal tibia fracture. After the surgeon inserted k wire into the distal part of plate in order to temporarily fix the plate and the bone in the anterior distal tibia operation, he inserted a cortex screw into the 2nd proximal hole in order to pull the bone on the plate. After drilling, determination by depth gauge and tapping, the surgeon inserted a cortex screw by the screwdriver and the distal part of plate floated so he tried to loosen the screw by the screwdriver. Surgeon noted that the screw head was broken. The thread part remained in the body and the surgeon fixed the plate with another hole. The operation was completed. Reportedly, the surgeon thought the bone substance was good. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigation shows that the shaft of the screw broke off. We are not able to determine the exact cause which has led to this occurrence. The complaint condition is likely the result of a mechanical overload. No product fault could be detected. Placeholder.